Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, when the device was fired at the right inferior pulmonary vein, the staples from the central part to the acral part were malformed at the third firing. The doctor commented that the firing lever could be grasped as usual. Reinforcement product was not used. Another device was used to complete the procedure. There were no adverse consequences for the patient.